Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1: submitted (B)(4) 2015, a review of the complaint record indicated that the complaint was received by animas on (B)(4) 2015, not (B)(4) 2015 as previously reported.

Event description:
On 06/24/2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the mr is occasionally calculating different bolus doses when done consecutively. No further details provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: the meter was not returned with the pump. The returned pump paired with a test meter successfully. An ezcarb and ezbg bolus were manually calculated. The same units were manually entered into the test meter consecutive times. The test meter correctly calculated the bolus each time. The units were then entered manually into the pump consecutive times. The returned pump correctly calculated the bolus each time. The pump¿s bolus calculation feature and test meter calculation feature was functioning properly. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad, and the display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.